Event description:
Tonsillectomy performed. Arthrocare ent coblatorii used for cautery. Upon removal from mouth lip burnt. On inspection the insulated part of tube cracked. Electrical current touched lip and burn on lip.